Event description:
The consumer reported she tried to remove pieces of a tampon which remained inside her and she cut herself. The cut was 4 inches long and she had to get stitches. She initially went to the ER but was hospitalized due to her vital signs. She lost 2 liters of blood due to the injury. She was given medication to prevent infection.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.